Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for an arm surgery. The customer's blood glucose level was 138 mg/dl. The customer stated that the pump was alarming with a no delivery alert but the customer did not want to trouble shoot the issue. The customer also complained of a beeping anomaly. The customer was assisted with a self test on the pump and the pump passed. The pump works as designed and the customer was advised to monitor the insulin pump for any future issues. No further information was provided.